Manufacturer narrative:
No product returned engineering evaluation performed. No visual and functional testing could be performed as the device was not return. DHR review was performed for the relevant components, since these work orders relate to the manufacturing of the devices and components that could potentially contribute to the complaint. The review of the work orders did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The imagery provided by the site includes the patient's 3mensio imagery which shows calcification and tortuosity was present in the patient's vasculature. Additionally, procedural imagery was provided which shows the delivery system was tracked through patient's anatomy with tortuosity and valve diving occurring (not coaxially aligned with flex tip), however the imagery did not show gross alignment. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the commander ds (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Available information suggests that patient/procedural factors (calcification, tortuosity, improper device preparation, valve alignment in non-straight section of aorta, stent graft interaction, excessive manipulation, residual fluid, enlarged balloon from improper device prep) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve alignment difficulty was confirmed. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As noted by the patient imagery the patient had calcification and tortuosity present in the vasculature. Performing valve alignment in a tortuous anatomy can induce tension in the system, resulting in high alignment forces when attempting to align the valve over the alignment markers. Additionally, performing valve alignment in a non-straight section can lead to the thv unseating from the flex tip (valve diving), further increasing forces necessary to align the valve. Under simulated conditions (valve alignment performed in kink fixture to represent a tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. As such it is possible the high valve alignment forces present in the system prevented the proper alignment of the thv, leading to perceived handle issues by the user. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and/or procedural factors (performing valve alignment in non-straight section, high valve alignment forces) may have contributed to the complaint event. The complaint was confirmed. A definite root cause was unable to be determined at this time, but it is possible that patient factors (tortuosity) and/or procedural factors (performing valve alignment in non-straight section, high valve alignment forces) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non-conformance were identified. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there is no indication or allegation of an edwards device malfunction. As per medical opinion, it was a very challenging case anatomically, and the physician explained that he had not realized the aorta was so tortuous. The medical team felt retrospectively, the procedure should not have been performed by transfemoral approach but by transaortic approach. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), this was a complex patient with tortuous anatomy and bilateral femoral endoprothesis. During the placement of the 29mm sapien 3 valve by transfemoral approach in aortic position, due to aorta's tortuosity, it was very difficult to find a straight portion in order to realign the valve. It was decided to try to reach the portion of aorta just under the arch. Unfortunately, it resulted in a massive aortic dissection and patient died. As per medical opinion, it was a very challenging case and the physician explained that he had not realized the aorta was so tortuous and procedure should not have been performed by transfemoral approach but by transaortic approach.